Event description:
Spontaneous communication from the patient who reported that the current pump is not working. There were no other specifics regarding defective device. It is unknown if the patient missed a dose. There were no adverse events reported. It is unknown if the defective device is available for return. Product lot number date is unknown. No further information is known. Dosing: infuse 50gm [500ml] gamunex-c intravenously every week (total dose 200gm per month). Reported to (B)(6) by pt/caregiver.